Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 402452 implantable pacing lead, (B)(6) 1996. (B)(4). Evaluation summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo, the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, and the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo; partial lead in segments returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician¿s office determined that the lead had been replaced due to high impedance. No patient complications have been reported as a result of this event.